Event description:
Edwards received notification that a 14 years old patient with a valve model 7300tfx27 implanted in the tricuspid position has been placed under consideration for a valve in valve procedure after an implant duration of five (5) years and four (4) months due to calcification leading to stenosis. As reported, patient presented with right heart congestion. A 29mm transcatheter valve was planned to be implanted.

Manufacturer narrative:
H10: additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
The serial number was not provided. Therefore, the device history record (DHR) could not be reviewed. The device was not returned for evaluation as it remained implanted after the valve-in-valve (viv) procedure. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. The most likely cause is patient factors, including patient age at time of implant.

Event description:
Edwards received notification that this 16 years old patient with a valve model 7300tfx27 implanted in the tricuspid position underwent a valve-in-valve procedure after an implant duration of five (5) years and four (4) months due to calcification leading to incompetent and stenosis. As reported, patient presented with right heart congestion. A 29mm transcatheter valve was successfully implanted within the surgical edwards device. Reportedly, patient was noted as to be discharged to ward and is doing well.